Event description:
Pt had an internal jugular IV line placed in the operating room on (B)(6) 2011. During an interventional radiology procedure on (B)(6) 2011 a retained guidewire .58 cm in length was identified within the inferior vena cava and right common iliac.